Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A manufacturer representative reported that, while in a cranial biopsy, the precision aiming device (pad) could not be adjusted as intended. There was a reported delay to the procedure of an hour and a half due to this issue. It was noted that the pad would still move when tightened fully. There was no reported impact on patient outcome.